Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address an infection. Surgical time was extended by 1 hour.

Manufacturer narrative:
Product complaint # (B)(4). No code available use for device removal or replacement.

Event description:
After review of medical records patient was revised to addressed right periprosthetic joint infection. Operative notes indicated pain, fever, encountered surge of pus. There was thickened layer of fibrinous scar tissue after removing the acetabular shelf. Added law firm, lawyer, medical history, age and date of birth of patient. Doi: (B)(6) 2009; dor: (B)(6) 2015, right hip.